Event description:
The customer reported that at the end of the case, the patient expired. According to the report received by the dräger service engineer after he arrived on site, he was told that the patient had experienced a laryngospasm which caused their airway to close.